Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error recently halfway through a bolus, unexplained no delivery alarms. The customer did re prime and change site to clear alarms, gear was slower and insulin pump battery compartment had hairline fracture. Customer's blood glucose value was around 160 mg/dl. Offered troubleshooting for the other issues but, customer declined. The device will be returned for analysis.